Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of erroneous high results for 2 patient samples tested for sodium (na) on a cobas 6000 c (501) module. Patient 1 initial na result was 238 (unit of measure not provided). The repeat result was 138. Patient 2 initial na result was 150. The repeat result was 130. The erroneous results were not reported outside of the laboratory. There was no allegation that an adverse event occurred. The na electrode lot number and expiration date were not provided.

Manufacturer narrative:
Based on the information provided, the investigation was unable to find a definitive root cause.